Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue due to which he experienced high blood glucose level reported to be over 500 mg/dl. His supplies were changed out, and he was given a bolus. He also had kidney issues and a heart attack. Subsequently, he was admitted to the hospital where he received insulin via intravenous drip, heart operation to insert a stent and possible dialysis, which resolved the issue. The patient was about to be released when he accidentally injected some insulin from a 300-unit tandem syringe directly into his body. Therefore, he remained in the hospital as they were unsure how much insulin he received. The patient stayed in the hospital for ten days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.